Event description:
A device was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. The third-party service center visually inspected the device and found evidence of foam degradation. The device has been scrapped. If any additional information is received, a follow up report will be filed.